Event description:
Event description boston scientific received information that this implantable cardioverter defibrillator (ICD) reached end of life (eol) due to long charge time. The local area sales representative questioned what therapy was available to the patient. A boston scientific technical services (ts) consultant recommended performing a manual capacitor reformation to recover the charge time. This was performed, and only decreased the charge time slightly. Ts discussed that the device was able to deliver therapy, however recommended replacing the device as soon as possible. The device was explanted, successfully replaced and returned to boston scientific for analysis.